Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer said the end user has a different size/style tire on the chair now and he's not sure if it came from us. He has 26 in tires with metal spokes and 2 of the spokes have broken.